Event description:
It was reported the patient had a revision in the middle of (B)(6) 2013 because their device had flipped. It was also reported the patient's device was sutured down and their device pocket was reshaped. It was stated the patient's device was discharged at the time of report but it was not overdischarged. Reportedly, the patient's device had been reprogrammed. Afterwards, the antenna locate feature was used and after the antenna had been moved over 15 times, it was reported they were still unable to get a normal charging screen. It was stated the healthcare provider made an incision and removed a staple one week prior to report. It was noted the patient had some swelling, but it was "not bad." It was also stated the patient was unable to feel the outline of their implanted device. It was reported the patient attempted to charge their device the night prior to report and was able to see the normal charging screen without any coupling bars. It was also reported the patient's device was not flipped after the revision because the manufacturer representative saw the physician place the writing upright on the device during the revision. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was later reported the patient received a new recharger and ¿it worked perfectly.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pocket was too deep.